Event description:
Boston scientific received information that this patient experienced symptoms while wearing a transcutaneous electrical nerve stimulation (tens) therapy unit around his waist. Additionally, noise was noted on this lead at the time of the event, leading to one inappropriate shock and possible pacing inhibition on this pacer dependent patient. No remedial action has been taken at this time other than notify the patient to not use the tens therapy unit again. No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted electively and returned for analysis. No adverse patient effects or additional allegations were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.